Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Patient representative reported patient with right side recalled implants suffering from pain in breast, intracapsular rupture of the right device, silicone diffusion in the capsule, depression, stress, and anxiety. Patient representative additionally reported sleep disorders not related to the device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Later patient representative reported: rupture of the right implant, complete liquefaction and distribution of the silicone within the organ capsule, severe breast pain and tenderness, limited freedom of movement/sports possible; arms could no longer be moved freely, severe impairment of everyday life, need for another operation with the associated risks, limitations and pain, lifelong increased risk of developing bia-alcl, depressive episodes, severely reduced self-esteem, anxiety, sleep disorders, permanent fear of further damage to health or of actual cancer. The device was explanted.